Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0013000658 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170 degrees (°) rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test revealed an open loop on the electrode #5 wire. During inspection of the array segment, an electrode wire to electrode #5 detachment was observed. In conclusion, t he reported issue (noise) was confirmed through analysis. The catheter failed the returned product inspection due to electrode wire to electrode detachment was observed in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, electromagnetic interference noise detected on electrodes 4567 upon connection to the cable. The cable was replaced, but the noise persisted. When the catheter was replaced, the noise resolved with the new catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.